Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right atrial (ra) lead was dislodged and unable to implant. The ra lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.